Manufacturer narrative:
(B)(4). Date sent: 05/19/2021. D4: batch # p58x1y. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off-center to result in an off-center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off-center. It should be noted that ensuring that the tissue thickness is within the indicated range and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Additional information was requested, and the following was received: what was the grade of hemorrhoids? Grade 3, piles. Were the hemorrhoids circumferential or in specific quadrants? Please describe. At 3,7 & 11¿ o clock position. What is the surgeon¿s experience with the pph procedure? 20 yrs. What is the surgeon¿s experience with the pph device? 20 yrs. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes, surgeon waited for 60 seconds after closure & 60 seconds after firing. Was a complete washer transection confirmed? Yes. Was the extended hospital stay associated to the event reported or were there other contributing patient factors? No. What is the status of the patient? Stable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? At 9 staple lines are not properly formed. How was the bleeding controlled? The bleeding was controlled through suturing. How much blood was lost (ml)? As per the discussion with the ot- in charge its around 250ml. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The hospital stay is extended. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that while firing the stapler the washer cutting tactile feedback is not there and after fired, there is bleeding at clock 9. The procedure was delayed by 30-minutes. Suturing at the bleeding end where anastomosis is not perfectly done. The procedure was completed. Procedure: hemorrhoidectomy